Event description:
It was reported that the implant fell to the ground. During implant procedure, the implant disengaged from the driver and fell. Procedure was completed with other implant

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: reporter phone: (B)(6). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text : product not returned.